Event description:
The physician had difficult time introducing the turbohawk device through the sheath, stating that it was loaded on wire correctly and thumbswitch was off. The physician performed multiple passes, then could not remove the turbohawk device. The physician used great force to try to remove device through sheath. It was then noticed that the cutter assembly/nosecone separated from the catheter. The sheath was removed with the nosecone assembly stuck to wire. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available, a supplemental report will be submitted.